Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test,self test and restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime, system sensor test. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of high blood glucose of 522 mg/dl and diabetic ketoacidosis. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.